Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 297mm thoracic dissection. It was reported on an unknown date, a possible type iii endoleak in the distal area of the graft, stent fracture and disease progression were identified. Intervention was completed where a non mdt stent was implanted however the endoleak remained. Per the physician the cause is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
B3: updated to year valid additional information received: the date the suspected endoleak and fracture was approximately 6 years post the index procedure. The images show what appears to be a stent fracture. In reference to how much of the navion graft was overlapped with the non mdt graft it was reported that during the intervention a complete reline with extension to a few centimeters above the celiac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.